Event description:
Health professional reported a suspected "port leak" first observed when the pt noted they felt "no restriction." The port was aspirated several times and the physician confirmed the band was "missing fluid." The port was explanted and replaced.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. Lab analysis also noted observation of a non-penetrating nick and needle induced seal damage to access port. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."